Event description:
After tightening the dyax set-screw, the customer tried to remove the driver, but could not remove it from the screw head. The screwdriver tip broke and remained in the set screw which is implanted.